Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Cyberonics received a training/product tracking form documenting "software installation performed using a flashcard: unsuccessful", "emptied database", indicating a problem with the version 7.1 software migration. The flashcard was not returned for analysis.